Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that on (B)(6) 2024, the one infusion set occlusion alarm occurred at infusion set site and patient faces symptoms within 3 or more hours after insertion. The site of insertion is abdomen. No further information available.